Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. Unknown as lot is unknown. (B)(4). Event is currently under investigation.

Event description:
The device is causing thrombosis. Attempts have been made to get the additional information needed from the reporting area rep, but with no success. Patient outcome is unknown as not provided by the reporter.